Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was unable to load an exam onto the navigation system via cd. There was no patient present when this issue was identified. No additional information was provided. It was later reported that the reported issue has not recurred. The cd was sent to medtronic for evaluation. It was noted that the exam could not be loaded through standard digital intercommunication of medicine (dicom) media io but could be loaded through unstructured dicom.

Manufacturer narrative:
Additional information: correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site was eventually able to load the same disc onto the navigation system. No additional information was provided.

Manufacturer narrative:
The patient exam was sent to medtronic for evaluation. It was reported that the exam could not be loaded with standard digital intercommunication of medicine (dicom) but could be loaded with unstructured dicom. The software analysis concluded that the behavior was the intended function of the application software. If information is provided in the future, a supplemental report will be issued.